Manufacturer narrative:
Final device evaluation of the returned device showed that the tip of the drill bit was missing. Upon examination, no indications of metal fatigue or rust were found. No packaging was returned, nor was a lot number cited for the device by the account. As such, no specific DHR could be linked to the complaint device.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was provided.

Event description:
It was reported that during a tibial fracture procedure, the tip of the drill bit broke off into patient's fibula. It was reported that the surgeon decided it was best practice to leave it in place as they felt it would cause more trauma to remove than to just leave it in place.